Manufacturer narrative:
Device received with broken reservoir tube lip, missing reservoir tube o ring, cracked battery tube threads, cracked case at the reservoir tube window corners and cracked reservoir tube window. The test infusion set and reservoir does not lock into place.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was damaged. Customer had high blood glucose level of 24 mmol/l. Customer also stated that the reservoir was unable to lock in place when inserted into pump. The insulin pump will be returned for analysis.